Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a tip detachment occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the mid circumflex artery. The 185cm pt2 ms guide wire successfully crossed the target lesion. A 2.75x15 apex balloon was then advanced and four inflations were performed. To continue the procedure, a 2.75x10 flextome cutting balloon was inserted and then removed and ivus was performed. The apex balloon was subsequently advanced again and one inflation was performed. Next, a 2.75x23 promus stent was advanced to the lesion but was removed without being deployed. As the pt2 guide wire was being withdrawn it was noted that the tip of the wire was detached and "free-floating" in the artery. The physician inserted and removed a 300cm non-bsc guide wire followed by a 300cm forte floppy guide wire. A 2.75x15 nc quantum apex balloon was advanced over the forte wire and five inflations were performed. The forte wire was then exchanged for a 300cm non-bsc guide wire and a unknown 10mm gooseneck snare was inserted in an attempt to retrieve the detached guide wire tip. The physician was unable to capture the tip and the snare was removed. To facilitate the retrieval of the fractured wire tip, the nc quantum apex balloon was again advanced and inflated to 0.5atm for 10 seconds. The balloon was then removed and the non-bsc guide wire was exchanged for a 300cm mailman guide wire. The unknown snare was inserted once again and then exchanged for a 4mm, 175cm non-bsc goose neck snare. The physician was able to successfully retrieve the detached guide wire tip with this snare. The procedure was successfully completed with no additional patient complications reported. The patient's condition is listed as stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a tip detachment occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the mid circumflex artery. The 185cm pt2 ms guide wire successfully crossed the target lesion. A 2.75x15 apex balloon was then advanced and four inflations were performed. To continue the procedure, a 2.75x10 flextome cutting balloon was inserted and then removed and ivus was performed. The apex balloon was subsequently advanced again and one inflation was performed. Next, a 2.75x23 promus stent was advanced to the lesion but was removed without being deployed. As the pt2 guide wire was being withdrawn it was noted that the tip of the wire was detached and ¿free-floating¿ in the artery. The physician inserted and removed a 300cm non-bsc guide wire followed by a 300cm forte floppy guide wire. A 2.75x15 nc quantum apex balloon was advanced over the forte wire and five inflations were performed. The forte wire was then exchanged for a 300cm non-bsc guide wire and a unknown 10mm gooseneck snare was inserted in an attempt to retrieve the detached guide wire tip. The physician was unable to capture the tip and the snare was removed. To facilitate the retrieval of the fractured wire tip, the nc quantum apex balloon was again advanced and inflated to 0.5atm for 10 seconds. The balloon was then removed and the non-bsc guide wire was exchanged for a 300cm mailman guide wire. The unknown snare was inserted once again and then exchanged for a 4mm, 175cm non-bsc goose neck snare. The physician was able to successfully retrieve the detached guide wire tip with this snare. The procedure was successfully completed with no additional patient complications reported. The patient¿s condition is listed as stable.

Manufacturer narrative:
Device evaluated by MFR: the pt2 guide wire was received for analysis. Visual inspection revealed a fracture located 182.3 cm form the proximal end. Dimensional inspection found all outer diameter measurements to be within the specifications. Fracture analysis was then conducted which found the failure to be a result of a tension overload. The manufacturing record confirmed that the device meet all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).